Event description:
According to the reporter: the autosonix ultrashears surgical instrument blade tip broke off during use. The surgeon was not able to retrieve it. X-ray was taken but the tip could not be located. It is/was not found in the pt or outside pt. The operation time was not significantly delayed. No further issue was reported.

Manufacturer narrative:
(B)(4).